Manufacturer narrative:
Received one iag bc 22ga catheter-adapter assembly, a fully retracted needle-barrel assembly and a empty-open package from lot number 8036866. Visual/microscopic evaluation: slight damage was observed on the inside of the adapter. Water/air leak test: attached the iso standard testing slip luer to the end of the catheter/adapters and performed the leak test. No leakage was observed on any of the areas of the received unit. Attached a lab provided q-syte assembly to the end of the adapter and the standard testing slip luer. Connection was successful and no leakage occurred. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of catheter defective-damaged with lot # 8036866 regarding # 381023. The lot number was built/packaged on afa line 12, from february 5, 2018 thru february 11, 2018. Review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the setup and in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. The damage within the inner rim of the adapter that was observed in this incident investigation is manufacturing related and could be a potential for an unsecure/unsuccessful connection that could result in an open path where air could be introduced or leakage could occur in the clinical setting. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable.

Event description:
It was reported that a bd insyte autoguard bc shielded IV catheter would not connect with the infusion set. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insyte¿ autoguard¿ bc shielded IV catheter would not connect with the infusion set. There was no report of exposure, serious injury or medical intervention.